Event description:
It was originally reported the device was worn. Upon device return and analysis, it is noted the distal tip of the device is deformed.

Manufacturer narrative:
Visual analysis of the returned device confirmed the reported event. Manufacturing records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. The most probable root cause is design related. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.